Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in the non-calcified and moderately tortuous proximal right coronary artery (rca). Poba was performed in the rca with an unspecified balloon and another manufacturer's stent was implanted in the rca. The physician then used the 15 x 5mm quantum maverick mr balloon catheter to post-dilate the stent, however, after the first inflation to 14 atms the balloon ruptured. The procedure was successfully completed with a different device which was inflated to 20 atms. No pt complications were noted and the pt's condition was reported as "good".